Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and no delivery. Customer's blood glucose level was 206 mg/dl. Nothing came up on the screen when she tried to check the alarm history. The unexpected restart alarm was recurring during normal insulin pump use. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion tests due to a faulty force sensor resistor. The pump passed the displacement, self test, and unexpected restart error tests. No unexpected restart alarm was noted. Unable to confirm the excessive no delivery alarm due to the motor error alarms. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no blank display noted. The pump was received with a cracked reservoir tube lip.